Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) indicating that the patient with this implantable cardioverter defibrillator (ICD) experienced two episodes for which the device delivered therapy. Upon device interrogation, it was found that the first episode was treated with ineffective anti-tachycardia pacing (atp) and two shocks, with a charge time of 15.5 seconds, whereas the second episode had shocks with charge time of 13.9 seconds. Shock impedance was within normal limits. The patient experienced faintness and was hospitalized to undergo further clinical analysis. The physician then programmed the device to adjust the ventricular fibrillation (vf) and ventricular tachycardia (vt) zones cut off in order to treat future rhythms faster. Ts reviewed data from the device and explained that the episode with charge time of 15.5 seconds is due to an episode with several therapy attempts, but it was successfully converted by the device. Ts also indicated that treating the arrhythmia late could make difficult the conversion itself and could lead to the faintness, as experienced by the patient. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) indicating that the patient with this implantable cardioverter defibrillator (ICD) experienced two episodes for which the device delivered therapy. Upon device interrogation, it was found that the first episode was treated with ineffective anti-tachycardia pacing (atp) and two shocks, with a charge time of 15.5 seconds, whereas the second episode had shocks with charge time of 13.9 seconds. Shock impedance was within normal limits. The patient experienced faintness and was hospitalized to undergo further clinical analysis. The physician then programmed the device to adjust the ventricular fibrillation (vf) and ventricular tachycardia (vt) zones cut off in order to treat future rhythms faster. Ts reviewed data from the device and explained that the episode with charge time of 15.5 seconds is due to an episode with several therapy attempts, but it was successfully converted by the device. Ts also indicated that treating the arrhythmia late could make difficult the conversion itself and could lead to the faintness, as experienced by the patient. No adverse patient effects were reported. The device remains in service.